Event description:
The surgeon reported performing cataract surgery with implantation of the istent in both of the patient's eyes. Surgery was approximately 6-7 weeks ago. Preoperatively, the patient was taking lumigan with good iop control. At the one and 4-week postop visits the iop was 18 in both eyes on no glaucoma medications. One week ago (early march) she presented with bilateral iritis, 3+ cell and flare, and bilateral iop elevation (37/18 mmhg). Gonioscopy revealed the stent was in good position, but there was a lot of pigment overlaying the stent nd the snorkel. Lotemax and combigan were prescribed and the iops decreased to 18 and cell n flare the patient tested positive for crp and ana so the surgeon suspects on underlying inflammatory process. The surgeon is considering performing yag laser surgery to restore the stent function. Additional information has been requested.

Manufacturer narrative:
The stents remain implanted in the patient and re not available for evaluation. No device identifiers are available at this time. Iritis and iop elevation are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).